Event description:
Patient's ms3 pump serial number: (B)(4) due 04/11/2019 did not alarm low cartridge and the pump ran dry (while infusing remodulin). No adverse event was reported as a result. Malfunctioning pump is being returned and replaced. Pump was in use at the time of the malfunction. No further information is known. Reported to (B)(6) by: patient/caregiver. Dose or amount: 29.5ng/kg/min, frequency: continuously, route: subcutaneous. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.